Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result generated by the synchron lxi 725 clinical system for one patient. The erroneous result was not reported outside of the laboratory. The customer has a repeat protocol in place and all high accutni results are rerun before being reported outside of the laboratory. Upon repeat, the result was within the normal reference range. The results provided by the customer are shown. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the customer's established ranges at the time of the event. A precision run was performed with good results. A high-sensitivity system check performed per the field service engineer's (fse) recommendations failed. A field service engineer (fse) was on-site (B)(6) 2011. The fse cleaned and replaced all bearings and verified alignments and also cleaned up a recent flood in the wash carousel and incubator track. After the hardware repairs were performed, all verification testing met specifications. Although hardware issues were addressed, a clear root cause for this event was not determined.